Event description:
Per the clinic, the patient experienced skin overgrowth over the abutment. Subsequently, the patient was placed under general anesthesia on (B)(6) 2024 in order to replace the abutment.

Manufacturer narrative:
This report is submitted on march 19, 2024.